Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. Review of the logfile for the days of treatment showed no relevant error messages. During start-ups, the system passed all initialization steps without any relevant deviation. The user performed the gas change, performed the scanner test and performed the necessary energy, eyetracker and fluence test without any issue. Logfiles showed several successfully performed treatments. The user performed an energy check before this patient. The energy was stable. The user treated the right eye first and then the left eye. During treatment preparation for patient's left eye, a warning message occurred. It is not possible to see whether the user corrected the patient bed position or not in the logfile. The treatment for the left eye was performed successfully without interruption. No technical problem could be identified during logfile review. Clinical application specialist (cas) review showed central islands after refractive surgery. This reported case does not show such a finding. Literature was checked and central islands are usually not reported when using a flying spot laser. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a patient with undercorrection and a central island post lasik. Topography guided procedure was performed to treat undercorrection. The patient is currently under observation. There are multiple related reports for this event. This report addresses patient kai's left eye and other manufacturer reports will be filed.